Event description:
Around 2016 (I'm not sure of the exact date/year), I underwent over 20 ect treatments. I don't remember speaking to the doctors about side effects because I don't remember anything from that time. My husband, (B)(6), who was and is my caregiver, said that they talked to me but never spoke with him about consent. He tells me that I shouldn't have been able to give consent. Since then my psychiatrist recommended that I apply for disability. I'm now on permanent disability. My short-term memory and long-term memory were both affected. I have difficulty reading and spelling words sometimes. I have trouble recalling words I want to use. I can't remember how to operate the laundry machine and my memory of how to work the dryer comes and goes. I also have trouble remembering how to drive and am no longer allowed to drive. I've had emotional outbursts that I never had before even though I do suffer from bipolar type 2. I also have more utis than I did before. When I meet someone that I have interacted with before, I can't recognize their face. When I meet someone new I have trouble recognizing their faces if I see them again. I haven't recognized one of my son's teachers all this year and my husband tells me we see her every weekday. It took me over a year to memorize my husband's cell phone number. Sometimes I also have problems with hygiene and taking care of myself. When I returned to work right after the treatments, I couldn't remember how to access my computer or how to do my job. I also couldn't remember where I had some very important hardware that belonged to my workplace. I'm afraid of taking on another job, even a part-time one because I would be afraid of forgetting to do something important or that might be dangerous (such as in a fast-food restaurant job around hot oil and hot surfaces). FDA safety report ID# (B)(4).